Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. A manufacturing record evaluation was performed for the finished device 00001175 number, and no internal actions related to the complaint was found during the review. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and it was noted that when pulling the dilator out of the sheath the hemostatic valve came off. While pulling out the dilator the sheath of the hemostatic valve separated. The sheath continued to function properly and was not changed. The procedure was completed successfully and there was no patient consequence. The hemostasis valve (gasket) did not break into two or more separate pieces but did detach from the sheath. No excessive blood return was observed, air did not enter the patient¿s body, and the issue did not require percutaneous nor surgical intervention. The hemostatic valve issue was assessed as a MDR reportable malfunction.

Manufacturer narrative:
Correction: h3. Device evaluated by manufacturer? "No" and h6. Method codes "device not returned" were reported incorrectly in the initial 3500a report that was submitted on 1/10/2020. The correct codes have now been populated: h3. Device evaluated by manufacturer? "Not returned to manufacturer" and h6. Method codes "device discarded." Manufacturer's reference #: (B)(4).